Event description:
It was reported, that the patient found needle had not deployed as intended. The cannula was not visible. And the pink slide did not move forward. Indicating a needle mechanism failure.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.